Event description:
The physician attempted arteriotomy closure using the perclose a-t (closer ak) device after a diagnostic procedure. Reportedly "the physician pulled the device back until he felt resistance then he pulled the device out of the artery. He parked the foot, pulled the device out and saw that the foot was missing." It is unk if flouroscopy was performed prior to the procedure however, it was noted that the vessel size was "over five (5) mm" there was "no vessel calcification or totuousity," the site was confirmed to be in the common femoral artery (cfa). It is unk if scar tissue was present at the groin site. It was reported that there was no resistance with device insertion or removal but the physician performed flouroscopy when resistance was met. It was noted that "one (1) foot" was missing upon device removal. Flouroscopy was performed in an attempt to locate the missing foot but it could not be visualized. The device was removed from the pt in its entirety. The current status of the pt is unk although it was reported that there was no pt complications. Although requested, there was no additional pt information received.